Manufacturer narrative:
During discussions with the surgeon following the surgery, doctor acknowledged to the distributor that a proud screw head was most likely the cause of the incident. He went on to state that the x-ray confirmed missing tab piece was not left in pt; probably suctioned out during irrigation/suction. Plate was returned to MFR for examination. One of the tabs was fractured after apparent excessive force was applied during the locking sequence; shearing off one side of the tab. Some cosmetic scratches were noted on the plate adjacent to the fractured tab lock. DHR was reviewed and no contributory factor to this incident was found.

Event description:
Distributor stated that surgeon implanted a 42mm two level plate and screws into a particularly large man. Following placement, doctor double checked the implant because he had retraction problems and poor visibility during placement due to the size of the pt. He noticed that one of the tab locks on the plate was damaged. He removed the plate and screws, x-rayed the pt to ensure no broken piece remained in the pt, then implanted a second plate and screws without incident. Surgery was delayed approx 15 to 20 mins.